Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  the patient was going to have the device surgically removed because it never really helped their symptoms or did what they expected it to do for their symptoms since they got it. The caller then clarified that at first it did help some,. The caller stated the patient was "near the end" and at "humboldt" va and the patient had wasted away so much that they were just skin and bones and the stimulator was breaking through their skin and causing them to bleed so they wanted to have it removed. The caller stated when the stimulator started to break through, the patient had been "bleeding pretty bad,"" and they thought they were going to have to take the patient to the ER, but then they were able to get the patient to a  doctor at jackson urology clinic in jackson and they will be the one to remove the implanted system.  Patient services began walking the caller through pairing handset and communicator but caller was not with the patient at the time of the call, so patient services verbally reviewed the process for turning therapy off. Also reviewed donation/disposal information with the caller at the caller's request. Caller may call back when they are with the patient again on monday ((B)(6) 2025) if they still needed assistance in turning therapy off.  Caller states last tuesday patient was brought home and there was bleeding and the device was eating through the skin. Caller states patient has lost 90 pounds, and now there is only skin covering the box. Patient lays on his back all the time and they handle him a lot and that is how it broke through. The caller is trying to make it until they can get into surgery to have the device surgically removed. . Agent reviewed how to turn therapy off. Caller was able to successfully connect to implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that their physician had been notified about their lack of therapeutic benefit. Patient stated there was not enough supportive tissue causing them to bleed from the site- blood thinners worth threat. Patient stated the cause of never achieving therapeutic benefit was due to multiple sclerosis. There was no explant or replacement planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient representative. They reported that the device was the cause of the bleeding and that was why they were getting it removed tomorrow (B)(6) 2025.